Manufacturer narrative:
The patient was seen in-clinic and testing yielded in range impedance measurements. The patient will continue to be monitored. The available information suggests this device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular pacing lead exhibited pacing impedance measurements greater that 2,000 ohms. It was noted that this device had recently been implanted with this chronic lead. Measurements were high for approximately a week, but then measurements were around 600 ohms. No adverse patient effects were reported.